Event description:
It was reported that there was a separation between the twist clamp and main body of the minicap transfer set. The twist clamp when opened, extended past the fully open part. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in october 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and broken occluder legs were observed. Leak, clear passage, and clamp function testing were performed and a leak through the set was observed due to broken occluder legs causing the twist clamp to separate from main body. The reported condition was verified. The cause of the broken occluder legs could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.